Event description:
The user of the infant flow system reported it was not possible to achieve the desired CPAP pressure without using a flow rate much greater than normal. The user suspected there was a leak in the system. There was no pt involvement.